Manufacturer narrative:
(B)(4). Batch # l9195w. The analysis results found that the 2h12lp device was received with cap/base of the universal seal assembly separated. During visual examination, the universal reducer cap was noted to be misassembled resulting in the seal cap and the seal base being separated and the inner seal assembly out of position. The energy directors have evidence of not being properly welded during the manufacturing process.the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # l9195w. The lot history records were reviewed and the manufacturing criteria was met prior to the release of the lot/batch.

Event description:
It was reported that during a laparoscopic right hemicolectomy, the seal part of the trocar fell out when a camera was inserted. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.